Manufacturer narrative:
(B)(4).

Event description:
The consumer reported intermittent and erratic change in therapy. The implantable neurostimulator (ins) needed to be adjusted. When it kicked in, it knocked him to off his feet. On the day of the report, the patient walked into rehab, he was standing and it kicked in and caused him to fall down. The patient had checked the device and it showed adaptive stimulation and stimulation was on. Group bwas upright and stimulation was 7.10 on program 1 and 4.8 on program 2. The patient had the ability to change stimulation. In (B)(6) 2015, the increase in stimulation started. The patient turned off the ins for a few weeks and he was not getting the increase in stimulation. It was noted the patient had pain. The pain was so high; the stimulation was not helping with the pain. The patient could not tell if the ins was working for him since implant. They spoke with the healthcare provider (hcp) and were thinking of getting the ins removed. The patient was using medication and steroid injections to help with the pain. Relevant medical history included spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-mar-28. It was reported that the programming was adjusted by a manufacturer representative (rep) or a healthcare provider (hcp) to ¿get the patient off that program¿; the program that kicked in and knocked him off his feet. The patient then noted that they had not used the implantable neurostimulator (ins) in over a year. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2018-may-21. The patient indicated that when they called patient services in 2015, an adjustment was made but they were still not satisfied, so they stopped using it after that time. They tried to recharge their batteries early in 2018 but they would not recharge. They would like to have it removed. No further complications were reported/are anticipated.